Event description:
It was reported that stent damage occurred. The chronic total occlusion target lesion was located in the right coronary artery. An unspecified al1 guide catheter was used. After a non bsc guide wire crossed the lesion, three unspecified size promus premier¿ stents were implanted. The physician then noticed that there was a right ostial lesion so a 3.00mm x 12mm promus premier¿ stent was advanced and deployed. The 3.00mm x 12mm promus premier¿ stent was post dilated using a 3.50mm x 8mm unspecified non compliant balloon catheter. The guide catheter was "disengaged" in order to expand the stent at the ostial lesion. When the guide catheter was "re-engaged", it was noticed that the recently implanted 3.00mm x 12mm promus premier¿ stent had accordioned at the proximal end and the ostial lesion was partially covered. The physician felt that it was not significant enough to put another stent or re-balloon the 3.00mm x 12mm promus premier¿ stent as blood flow was timi 3 and there was no vessel dissection noted. The procedure was completed with this device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: greater than (B)(6) years. Event date: (B)(6) 2014. If implanted, give date: (B)(6) 2014. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).